Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: within an hour of use, the balloon burst. Used another device. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. There was no add'l bleeding or tissue trauma. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4).